Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient fell and consequently lost stimulation. He feels a burning sensation in his leg when increasing his stimulation, although the physician attributes this to the patient's normal pain. Approximately one month before the fall, the patient started feeling a shocking sensation to the middle of his back when increasing stimulation. Current impedance test exhibit low and invalid results on lead contacts. X-rays were not performed. The physician plans to explant and replace the ipg. No further information is available at this time.